Event description:
It was reported the patient experienced ineffective stimulation. Reprogramming was initially able to provide effective therapy, however the issue continued to reappear. Surgical intervention was undertaken and the lead was explanted.